Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was detached from connector on (B)(6) 2024. The blood glucose level of the patient was 350 mg/dl. Moreover, the issue occurred with one infusion set used for one day. No further information available.